Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part:397.760, lot: 31p3904, manufacturing site: bettlach, release to warehouse date: 23 march 23, 2020. A manufacturing record evaluation was performed for the finished device part: 397.760, lot:31p3904 , and no non-conformances were identified. Summary of manufacturing investigation: the review of the device history record revealed that this impactor was manufactured in march 2020 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The received condition of the complaint part does not agree with the complaint description, since the identified features which could lead to the complaint condition were checked during the investigation and were found within specification. Therefore, this complaint is rated as not confirmed, based on the performed dimensional inspection. During the investigation all critical dimensions relevant to complaint condition were verified and found within the specifications. In addition, the relevant features (ctq) were inspected by sample inspection during the production and no deviations were found in the manufacturing documentation. No manufacturing related issues that would have contributed to this complaint were found. The mentioned malfunction could not be reproduced. This complaint condition might be related to the mating handle but since the handle was not returned for inspection no further statement can be given. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020, that during inspection it was found that the bone impactor could not be assembled with the handle. The device was never in use. There was no patient or surgical involvement. This report is for one (1) 10.0mm x 30mm cancellous bone impactor-rectangular. This is report 1 of 2 for (B)(4).